Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was received in reset mode due to a power on reset (por). The por occurred within 8 seconds of the hv energy use for oversensed electro-magnetic interference noise interpreted as a vf event. After the reset was cleared, bench and automated tests found normal device characteristics. It is believed the reported exposure to electrical sparks resulted in the reset of the device. An arc mark was noted on the can, and believed to relate to damaged lead.

Event description:
It was reported that the patient received several shocks after standing under a light bulb. Device image noted that the device was in backup vvi mode. The device was explanted.